Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the pump black box data revealed multiple unexplained pump reboots. During a visual inspection of the pump, the cartridge compartment was observed to be cracked and damaged along top of compartment; the cartridge cap secured properly. The returned battery cap was able to fully tightened, however, the coin slot was worn making tightening and removal of battery cap difficult. The battery cap contact dimensions measured within specifications. During testing, the pump powered on with no reboots and was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of intermittent power was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display. (B)(4).